Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have damaged conductor wire insulation at the idler pulleys. There was fragmentation of the insulation, and the internal conductor wires were exposed. There is assumption that the conductor wire is broken, as the instrument did not pass the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire insulation is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook instrument (pch) would not cauterize. The procedure was completed with no reported injury.